Event description:
It was reported that post deployment of the stent across the neck of the proximal largest aneurysm, it migrated more distally into a harmless position in the mid to distal splenic artery. It was noted that it was known that the stent migration was a possibility, but attempted in order to assist with coiling. Due to the better than expected success in treatment of the distal aneurysm the decision was made to stop the procedure and to have the patient return for treatment of the proximal most of the two large aneurysm.

Manufacturer narrative:
Subject device was implanted.